Event description:
The patient experienced an electrical jolt; no treatment was needed. The implantable neurostimulator (ins) message screen showed a por (power on reset) condition. They felt that the event may have been due to an interruption in telemetry by removing the programming head prior to complete telemetry. It was noted that since then, the ins seemed to be performing well and there were no additional issues. The patient outcome was reported as recovered without sequela.